Event description:
Patient reported the lap-band system was "broken, laying on the right side of the body, causing pain and messed up my organs." Event was first noticed when the patient went to the emergency room complaining of "right side pain." The lap-band system was removed, but not replaced.

Manufacturer narrative:
Taper ii. Additional catalog #lap-band ap adjustable gastric banding system (unk size). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Pain and "messed up my organs" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number or model number.